Manufacturer narrative:
Concomitant products: product ID: 3887-56, lot# l72256, implanted: (B)(6) 2000, product type: lead. Product ID: 3887-56, lot# l72256, implanted: (B)(6) 2000, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that the patient could not feel paresthesia on the left side, event at 10.5 volts which started about a month prior to the report. On program 1, impedances were elevated with reference electrode eight. On program 2, some contacts showed 30,000 ohms range and others showed in the upper 5,000 ohms range. The mentioned affected electrodes were used in left sided programming. It was noted there had been no falls/trauma that have caused the problem. An image was recommended and it was reviewed that the lead/extension might be damaged. Additional information received from the manufacturer¿s representative (rep) reported that electrode ¿0¿ showed an open circuit. Electrodes ¿10 and 11¿ showed high impedances. No x-rays were taken to look at possible fractures. The healthcare provider (hcp) told the patient they would keep an eye on his programming and impedances at future check-ups. The patient was reprogrammed to get effective therapy and was doing well.